Event description:
A complaint was received that stated a customer was admitted to a hospital with a blood sugar of 298 mg/dl while the glucometer dex gave a reading of 120 mg/dl. The time difference between readings is unknown. While on the phone a review of the operation of the system was conducted. The customer was using dex reagent product code 3627 lot number 1a681aa expiry 11/01. While performing the electronic checks the system temperature could not be displayed. In further troubleshooting the display was not providing the requisite information. A request was made to return the entire system for evaluation. In the meantime a replacement system was provided to the customer.